Event description:
Event 1 [date redacted] lot: 31645981l. There was a sensor error coming from the mapping catheter while in use. The catheter was removed from the patient and replaced with no reported harm to the patient. Event 2 [date redacted] lot: 31654512l. While in the patient the splines of the mapping catheter were not visible on carto. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for 7fr pentaray nav eco highdensity mapping catheter, 2-6-2 spacing, f-curve, 7fr pentaray nav eco highdensity mapping catheter, 2-6-2 spacing, f-curve (per site reporter). Mfg [manufacturer] notified by site.